Manufacturer narrative:
As relayed by engineer, at initial glance at the returned parts in the complaint, they are in good condition with no signs of wear or cosmetic issues. There are no trending complaints with similar issues with this particular part number, and there were not any parts deviated in this lot. The surgical technique is not entirely clear in differentiating between two different screws. As such, the wrong one was grabbed during this surgery. The surgical technique is being updated to make the pictures and verbiage more clear as to which is the correct screw. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues with these parts/lots. Relayed results to sales rep via email on august 5, 2014. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on (B)(6) 2007(non biomet products). Subsequently, a revision occurred on (B)(6) 2014. During the revision, the offset adapter was required and opened for the case. The enclosed screw was discarded by the surgical nurse in error. A replacement screw was opened that was pictured in the surgical technique as the current screw, but the screw was not the same as the one from the technique. Another offset adaptor was opened to use the screw from that package. No further information has been provided at this time. Sales rep was present and confirmed the screw was correct. The picture in the surgical technique is wrong and is in process of correction.